Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020.

Event description:
The customer reported that the unit has a primary alarm failed error and another error indicating that the motor speaker fails. The customer contacted product support and advised the customer to check/replace the speaker and if that does not resolve the issue then replace the cpu pcb. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:03dec021. B4:15mar2021. The customer ordered speaker assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.